Manufacturer narrative:
No blood loss nor medical intervention was reported. The machine was in use when a gambro rep arrived to evaluate the machine the first time; therefore, the call was passed to another gambro rep for follow-up and service on a later date. Eval of the machine resulted in the blood pump reducer and the hall sensors were replaced per the MFR's procedures. The pt sensor was calibrated. Verified the blood pump set at rpm versus tach rpm. Primed and completed prime test and saline run. We have requested additional info relating to the pt's condition and treatment and the use of the machine since this incident, and the downloaded machine data files. The MFR is aware of the problem (blood pump malfunction) and further investigation is ongoing.